Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Upon visual inspection, the implants were not attached in the needle. One implant was broken, and the sleeve was damage. The red trigger was reviewed and tested, it performed as intended. The pusher rod that places the implants is also in good shape, no structural anomalies could be found. A manufacturing record evaluation was performed for the finished device lot number:7l40363, and no nonconformances were identified. Based on the condition of the device, this complaint can be confirmed. The possible root cause can be attributed to the excessive manipulation of the device can lead to a damage of the suture or an excessive force applied to the suture at the moment to remove it. Based on the results; this complaint can be confirmed. The possible root cause for the condition of the device could be attributed to the excessive manipulation of the implants can lead damage or an excessive force applied to the suture at the moment to remove it. The damage in the sleeve can be attribute when is over penetrating the needle causing the silicon tube to move and damage, or not inserting the needle to the proper depth for deployment. Based on the IFU, it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. Set the adjustable depth stop to minimize tissue penetration depth. Also, during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging tissue. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the complaint device has not been returned, therefore unavailable for a physical evaluation. However, photo was provided. Upon visual inspection, the implants were still in the suture, they were not implanted. It appeared that one implant was broken. It is not possible to observe anomalies or structural damage on the outside of the device. Based on the condition of the implants, this complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number:7l40363, and no nonconformances were identified. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The possible root cause could be related when not inserting the needle to the proper depth for deployment; when attempted to fire the implant against the tissue, it can feel a resistance and excessive force could have caused stress on the handle thus causing the handle mechanism to break. Also, based on the meniscal repair technique guide, it is necessary to choose the portal which most easily allows the delivery needle to be inserted perpendicular to the tear site; as a recommendation when performing, an anterior meniscal repair, it is advised to use a 24° angled truespan device to maximize your ability to reach and position your anterior meniscal repair site. The damage in the implant could be attributed to excessive force applied at the moment to try to remove it. As per IFU, for the needle insertion, it is necessary use a calibrated probe, measure the width of the meniscal tissue to help insert into the joint. Set the adjustable depth stop to minimize tissue penetration depth. Also, during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging tissue. It is important that the device is positioned correctly. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on (B)(6) 2021, it was observed that the truespan 12 degree peek device did not fire when it was activated to place the second point; and that the red trigger broke. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.